Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, suture was used to suture the patient's wound. After the doctor sewed the first stitch, the suture broke. After verifying the integrity of the needle, the medical staff immediately replaced the suture with a new one during the surgery to continue the wound suturing operation. The subsequent suturing process went smoothly, and the wound was sutured according to the conventional suturing procedure. The wound healing was closely observed after the surgery, and no adverse effects on wound healing were found due to suture breakage. But such adverse events pose a safety hazard of needles being left in the body. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.